Event description:
The customer reported that the therapy connector on the front of their device was loose and the defibrillation cable would not click into the connector. The customer also reported that the device would not charge defibrillation energy when the charge button is pressed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer (biomed) advised that they verified the reported failure and replaced the therapy connector assembly. Proper device operation was observed through functional and performance testing and the device was returned to the end user for use. The device was not returned to physio-control for evaluation.